Event description:
The customer's father stated that the customer was hospitalized, due to diabetic ketoacidosis. The reported blood glucose reading was 485 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. The prime and high pressure tests passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.